Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was an opcheck therapy test failure. There was no patient involvement.

Manufacturer narrative:
The customer was sent a quote for initial servicing. The customer did not respond to the service quote. The quote expired and the service was cancelled. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and with no testing conducted, the cause of the reported problem was not confirmed. The customer refused service to resolve the issue. It has been concluded that no further action is required at this time. H3 other text : the customer refused service.